Event description:
Received report from the FDA stating: alaris pump in use infusing levophed and epinephrine physician and rn at bedside for bedside procedure and it is reported there was a strange beep from the pump and the pump shut down the IV pump was plugged into the wall, pump would not turn in the pts blood pressure was then lost FDA safety report ID# (B)(4) concomitant medical epinephrine (B)(6) 2019, levophed (B)(6) 2019

Manufacturer narrative:
The customer¿s report that the devices shut off during an infusion in the ICU could not be confirmed. The data set was not provided preventing the ability to identify the drugs programmed and infusing. The pcu was powered on at 8:16pm unexpectedly without there being the expected powering down sequencing recorded. It is believed the system had alarmed with a system error, however the error logs were not provided preventing the ability to identify the system error code recorded. There was an 800.8000 error at 8:15pm. Software engineering has investigated this 800.8000 error and determined that it was the result of ¿memory exhaustion¿; however the cause of this memory exhaustion is unknown. There was a power on event at 8:16pm. This can only occur if there was a previous power down event. The system did not power down by itself, therefore the most likely scenario is that the user powered down the system in response to the 800.8000 error alarm. There is no evidence to support that the infusions stopped prior to the 800.8000 error. The report that the device ¿shut off during infusion¿ in the ICU is believed to be a system error code 800.8000 event, which was due to memory exhaustion. The root cause of this memory exhaustion is unknown.

Event description:
It was reported that devices shut off during infusion in the ICU. A pcu with 2 lvps infusing life support vasopressor infusions made a loud noise and the devices shut off. The patient then proceeded to code and required resuscitation. The patient died a week later. Received report from the FDA stating: alaris pump in use infusing levophed and epinephrine physician and rn at bedside for bedside procedure and it is reported there was a strange beep from the pump and the pump shut down the IV pump was plugged into the wall, pump would not turn in the pts blood pressure was then lost FDA safety report ID# (B)(4) concomitant medical epinepherine (B)(6) 2019, levophed (B)(6) 2019

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that devices shut off during infusion in the ICU. A pcu with 2 lvps infusing life support vasopressor infusions made a loud noise and the devices shut off. The patient then proceeded to code and required resuscitation. The patient died a week later.